Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.89" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation found the main tube exhibited signs of scratch marks/abrasions on the distal end and were not related to the customer complaint. Main tube scratch marks measured roughly 0.04" to 0.28" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing.

Event description:
It was reported that during central processing, the tip of the tip-up fenestrated grasper instrument was found to be broken. There was no report of patient involvement.